Manufacturer narrative:
(B)(4). The site has indicated the incident pencil will not be returned to covidien for eval. If additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the pt received a 1cm x 1cm full thickness burn to the corner of the mouth during a tonsillectomy procedure. The pt will be following up with a plastic surgeon. A covidien pencil (catalog number unk) was in use with a megadyne electrode. After the injury occurred, it was noticed that the megadyne electrode was not fully seated in the pencil. The surgeon believes it was fully seated when the procedure started. The device was not cleaned during the procedure, so it is unk how the electrode became unseated in the pencil. A force triad generator was also in use. The generator was checked by clinical engineering and found to function properly. No devices are being returned to covidien for eval. The site is not alleging any covidien device malfunction.